Event description:
It was reported by the customer "we needed to replace line. The "hub" was leaking only when a connector was applied, the syringe attached directly to the hub did not produce any kind of leaking with flushing. However, when the connector was applied, it was noted to leak around that connection with any kind of flushing."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5221 showed thirteen other similar product complaint(s) from this lot number.